Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer reported this was the second time they called regarding the alarm. The customer stated they have replaced the battery 12 times, but the alarm persisted. Customer's blood glucose was unknown at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted and no failed battery alarm noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.